Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device failed to discharge using external paddles. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data did show that during the charging period lead faults were detected by the device. However, this is not an indication of a device malfunction. This confirms that the patient impedance was outside the valid range and may indicate a connection issue between the device's external paddles and the patient's skin. However, this could not be firmly established as the external paddles were not returned as part of this evaluation. Analysis of reports of this type has not identified an increase in trend.